Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window. During visual inspection noticed that lcd window was damage with a scratch and not a crack as reported.

Event description:
It was reported that the customer had a crack in the case. Customer stated that the pump was not bumped or dropped. Customer also stated that the crack is seen in the display and the drive support cap appears to be damaged. Customer does not know how it happened. Customer was asked to verbally and in written form to return pump for analysis. No additional information provided.